Event description:
One incidence of a blue clamp snapping. This occurred before pt use. There is no pt injury or medical intervention associated with this event. No further info is available at this time.